Manufacturer narrative:
(B)(4). The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx ii system was used during an obtryx placement, concomitant robotic pelvic organ prolapse procedure & perineoplasty procedure performed on (B)(6) 2014. According to the complainant, on (B)(6) 2016, the patient experienced urinary tract infection. She was treated with ciprofloxacin and the event is currently resolving.

Manufacturer narrative:
.

Event description:
It was reported to boston scientific corporation that an obtryx ii system was used during an obtryx placement, concomitant robotic pelvic organ prolapse procedure & perineoplasty procedure performed on (B)(6) 2014. According to the complainant, on (B)(6) 2016, the patient experienced urinary tract infection. She was treated with ciprofloxacin and the event is currently resolving. Additional information received on (B)(6) 2017, indicated from the site that the uti was not related to the procedure or device.